Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the blade would not rotate. The physician tried reversing but that did not work. The physician could not move the coreguard switch and retract blade at all. The procedure was completed by removing the remnants of uterus manually. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), mfg date: (B)(4) 2012, exp date: 04/30/2014. (B)(4), mfg date: (B)(4) 2012, exp date: 05/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.